Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away. The customer's sister wanted to upload the data to carelink in order to find out the customer's blood glucose at the time of passing; she suspects the customer might have had severe low blood glucose. A battery was placed in the insulin pump, a date and time reset was being done but the buttons got stuck and the numbers could not be stopped; the year went up to 2087 and rolled back to 2012. The battery was taken out of the device. The customer's sister stated that when she was with the customer for three or four hours on saturday afternoon, prior to the customer's passing, the customer was not feeling well; she was nauseated and was "fiddling" with the insulin pump. She mentioned a battery issues. The customer did not want to eat or drink much due to stomach being off and not feeling well. Autopsy revealed pulmonary edema and the time of death was estimated to as early as saturday evening. The insulin pump will be returned for analysis.